Event description:
During utilization of the suture anchors, multiple sutures fractured upon insertion and were removed from the field. During placement of the next suture anchor a portion of the insertor tip broke off within the implant and was not retrievable from the pt's shoulder. No add'l intervention anticipated.